Event description:
It was reported that the insulin pump had a frozen display. The customer stated that the buttons was not responding and the display was not blank. The customer then stated that a battery out limit alarm had occurred and the buttons were unresponsive even after changing and resting batteries. The customer further stated that she was unable to clear the alarms and that the time was not advancing. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.